Event description:
Customer reported a low blood glucose level of 47 mg/dl due to an issue with their settings. There was no adverse impact to the customer's blood glucose level as they managed the situation by consuming carbohydrates, and no third-party assistance was needed. Technical support assisted the customer in updating the biq/ciq settings and advised them to consult their healthcare provider for any future updates, which the customer acknowledged.